Event description:
It was reported that this device was sent for preventive maintenance, but it was found that a corroded motor needed to be replaced. Evaluation of this device later found that the motor speeds were unstable. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the motor speeds were unstable. The motor was replaced and resolved the reported issue. DHR was reviewed and no discrepancies related to the reported event were found. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.